Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump was damaged. The patient's blood glucose at the time of incident was 150 mg/dl. The insulin pump's casing has several cracks and the drive support cap was sticking out. However, the insulin pump is out of warranty and will not be returned for analysis.